Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent cartridge alarms (alarm 09) occurred. Reportedly, the cartridge was filled with 300 units of insulin. A new cartridge was loaded resolving the alarm. There was no reported adverse impact to the customer's blood glucose level.